Event description:
The customer stated that when removing the unit from the vehicle using the trunklift, the strap broke. The unit scraped the customer's left knee. Customer did not seek medical attention.